Event description:
It was reported that during surgery, the dermatome's skin graft uneven. There was a patient involved but no impact or delay. No additional graft was needed. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery, the dermatome's skin graft was uneven. There was a patient involved but no impact. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: hong kong. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was out of calibration. The device was recalibrated properly and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.